Event description:
During a da vinci si prostatectomy procedure, the instrument axis of the monopolar curved scissors instrument allegedly stopped responding. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering evaluation confirmed the alleged complaint. The roll input disc did not move smoothly when it was manually rotated. Visual inspection showed the front roll axis bearing exhibiting contamination that was possibly causing increased friction. Engineering evaluation concluded that improper cleaning may have contributed to the alleged issue. Additional observation not initially reported by the site were damages to the main tube and banana plug. Engineering evaluation noted that the tube extension exhibited pad print removal on several different locations. The distal end of the instrument's main tube exhibited various scratch marks with light material removal and had a rough surface finish. In addition, the banana plug was bent at the back of the chassis. Engineering concluded that the damages may be due to mishandling. Electrical continuity testing on the instrument passed. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.